Manufacturer narrative:
Concomitant medical product: dtba1d1 crt-d implanted: (B)(6) 2014.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance and far-field oversensing. The lead was suspected to have fractured. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.